Event description:
It was reported that when an asymptomatic patient presented in-clinic for a follow-up check, premature battery depletion was observed. Review of session records noted drop in battery voltage within past month. Device replacement was anticipated.

Event description:
New information received notes that the device was explanted and replaced. Patient¿s condition was stable during and post-procedure.